Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. Product analysis laboratory (pal) analysis found low device battery voltage and eos was indicated. When the device was powered with an external supply, the system cd was nominal throughout the analysis. The device was fully functional and no hybrid anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant, the device interrogation showed battery voltage was at elective replacement indicator (eri). The device was opened and not used. Another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.